Event description:
The customer stated that they received an erroneous high result for one patient tested with coaguchek xs plus meter serial number (B)(4). The customer noted that they also had high results with patients tested with an older test strip lot number, 26683712. No specific data was provided for tests performed with the older lot. The doctors were uncomfortable with the meter measurements. A sample from the patient was tested on the meter and resulted as 3.3 inr. Within 7 hours, a sample from the patient was tested in the laboratory using the dade innovin method, resulting as 2.37 inr. No adverse events were alleged to have occurred with the patient. The patient was not treated based on the meter result. The patient is currently fine. The patient did not have any hematocrit issues. The patient did not have antiphospholipid antibodies or lupus. The patient did not take direct thrombin inhibitors or heparin. The patient did not have any dose changes, diet changes, new medications, or new illnesses. The patient did not have any bleeding or bruising. The customer's product was requested for investigation and replacement product was sent to the customer. Relevant retention test strips (lot 286324) were tested in comparison with the current master lot. For this purpose two human blood samples from (B)(6) donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
No product was returned for investigation. The investigation did not identify a product problem. The cause of the event could not be determined.